Event description:
A report was received that the patient underwent a pocket revision procedure. The patient was having difficulty charging the implant and x-ray showed that the ipg was flipped in the pocket. The physician replaced the patient's ipg and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. The ipg exhibited normal device characteristics. The reported charging anomaly was most likely due to the flipped ipg as stated in reported complaint.

Event description:
A report was received that the patient underwent a pocket revision procedure. The patient was having difficulty charging the implant and x-ray showed that the ipg was flipped in the pocket. The physician replaced the patient's ipg and the patient is reportedly doing well following the procedure.